Manufacturer narrative:
This report is for an unknown 4.5 headless compression screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Revision procedure occurred (B)(6) 2015; part of device remained in patient; device not considered explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a 4.5 headless compression screw on an unknown date. The screw reportedly broke. Post-operatively patient was involved in a motor vehicle accident (mva) which required a re-operation. A revision surgery was performed on (B)(6) 2015 to explant the broken screw and patient was revised with an open reduction internal fixation (orif) of the clavicle using plate and screw construct. In addition, it was reported that surgeon was unable to retrieve the entire broken screw from patient. No surgical delay was reported and procedure was successfully completed. This report is for an unknown 4.5 headless compression screw. This is report 1 of 1 for (B)(4).